Manufacturer narrative:
The initial reporter name is a getinge employee whose contact details are: (B)(6) which differs from that of the event site. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the top level display assembly and completed the preventative maintenance. The iabp unit passed all functional and safety tests after the repair was complete. The iabp has been returned to the customer and cleared for clinical use.

Event description:
During preventative maintenance (pm) performed by a getinge field service engineer (fse), it was discovered that the upper display panel monitor of the intra-aortic balloon pump (iabp) was not functioning. No information was being displayed. There was no patient involvement, thus no adverse event was reported.